Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient needs more left sided coverage. The patient underwent a replacement procedure wherein the physician implanted a non boston scientific device and was doing well. Explanted lead will not be returned.